Event description:
PICC line placed, attempts to flush and get blood return unsuccessful. The burgundy line would flush, but could not get blood return. The gray line, when drawing back - had air returned. When flushing the flush drained out of the catheter hub. Physician replaced catheter, no adverse outcome.